Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient's nurse reported the patient was hospitalized from (B)(6) 2016 to (B)(6) 2016 for "(B)(6). The nurse stated the infection was attributed to a breach in technique and sterility. It was noted the patient did not practice aseptic technique during treatment. There were no reported fluid leaks during treatment prior to infection. As of (B)(6) 2016 the patient's signs and symptoms of peritonitis have resolved, and the patient continues continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Patient had a peritoneal dialysis fluid culture on (B)(6) 2016 and there is no mention in the medical record that states where, why or how this culture was obtained. The patient received treatment for ¿suspected¿ peritonitis on (B)(6) 2016 which was confirmed with the culture obtained the previous day. The information from the pdrn and the faxed medical record information are conflicting. According to the pdrn, the infection was attributed to touch contamination. The pdrn stated the patient had breaks in technique and sterility and indicated the patient did not practice aseptic technique during treatment: the patient did not wash her hands and did not don a mask. The medical records state the patient performed the peritoneal dialysis exchange without any breaks in technique. In addition, the medical records state the patient was unable to think of anything she could have done to contaminate herself. Medical records reveal patient was hypertensive but, the medical records also indicate the patient¿s hypertension was chronic. In addition, patient admitted to not taking medication due to nausea and vomiting. The patient was also treated for hypokalemia which could occur as a result of dehydration from nausea, vomiting and diarrhea. Hypomagnesemia is also a likely occurrence with diarrhea episodes. The medical records do not indicate the source of the peritonitis. The documentation in the medical record does not indicate any causal relationship between the liberty cycler and the patient¿s peritonitis. The organism involved with the peritonitis is gemella morbillorum. Gemella morbillorum is a gram-positive organism and is part of the normal flora of several surfaces, including that of the oropharynx and the gastrointestinal and female genital tracts. The gram positive organism as well as the pdrn¿s statement in a follow up call would suggest the peritonitis is from touch contamination.

Event description:
Medical records were provided by the patient's dialysis center. Patient was a (B)(6) female who had a peritoneal dialysis fluid culture collected on (B)(6) 2016 that subsequently grew gemella morbillorum (streptococcus). The patient presented to the dialysis clinic on (B)(6) 2016 for treatment of peritonitis. The patient stated she felt soreness in her abdomen but it had improved. The patient also stated she had an appetite and wanted to eat but when she tried to eat she experienced nausea and vomiting. In addition, the patient was hypertensive. The patient was administered intraperitoneal gentamycin. The patient returned to the dialysis clinic the following day for intraperitoneal vancomycin and was still hypertensive with an elevated temperature of 99.7. On (B)(6) 2016, the patient returned to the peritoneal dialysis clinic with continued nausea, vomiting and abdominal pain 8/10. The patient vomited clear, green tinged liquid (from a candy) she had eaten. The patient was bent over rubbing her abdomen and crying with pain. The patient's blood pressure was 199/141. The patient stated she was unable to take her medication due to her nausea. The patient was sent to the emergency room for evaluation via ambulance. The patient presented to the emergency room on (B)(6) 2016 with complaints of abdominal pain, nausea, vomiting and diarrhea. In addition, the patient had a potassium level of 2.7. Patient was admitted. Patient was treated for peritonitis, as well as the nausea and vomiting. In addition, the patient received potassium replacements. The patient's blood pressure improved. The patient improved and was discharged on (B)(6) 2016. Patient's discharge diagnoses were peritonitis; hypomagnesemia; hypokalemia; anemia; end-stage renal disease; hypertension. On (B)(6) 2016, following hospital discharge, the patient went to the dialysis clinic to receive intraperitoneal vancomycin. Patient was hypertensive at 156/88 at the dialysis clinic.